Event description:
This supplemental report is being filed as the conclusion code was updated.

Event description:
It was reported that this pacemaker patient has complete heart block and experienced dizziness. The patient received a holter monitor, which indicated the pacemaker system exhibited 7 seconds of pacing inhibition on the right ventricular (rv) lead. The patient's rv lead was a non-boston scientific product. Troubleshooting was performed and the impedances were within normal limits (wnl) and there were no stored episodes of noise or oversensing. There was one pacemaker mediated tachycardia (pmt) episode stored in the device. Boston scientific technical services (ts) recommended increasing the rv output in case there was fluctuating thresholds. In addition, the sensing and rv blank after atrial pace was reprogrammed. This pacemaker was explanted and replaced as the patient's therapy was upgraded to a cardiac resynchronization therapy pacemaker (crt-p). No adverse patient effects were reported.